Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "cementless hip arthroplasty and transverse shortening femoral osteotomy with the s-rom stem for crowe type IV developmental dysplasia" written by libor necas, maros hrubina, marian melisik, zoltan cibula, michal chmurny, matej daniel and boris steno published by european journal of orthopaedic surgery and traumatology published online 13 february 2019 was reviewed. The article's purpose was to evaluate outcomes after implantation of total hip arthroplasty for crowe type IV ddh, using the s-rom modular stem, combined with shortening transverse subtrochanteric osteotomy. Data was compiled from 23 patients implanted between 2007 and 2013 consisting of 4 males and 19 females with age range 22-68 years. All implants were depuy products. The article provides radiographic images for illustrative purposes. Depuy products: srom stem, pinnacle cup with screws per surgeon's discretion, poly liner and cocr or ceramic heads. Adverse events: intraoperative fractures of distal femur (treated with titanium band cerclages) mispositioned and loose cup leading to dislocation (treated by revision) recurrent dislocation (treated by re-revision of cup and stem components) brooker type iii heterotopic ossification limiting motion (treated with surgical intervention to remove ossification) aseptic loosening of stem (treated by revision) osteolysis with no functional impact (asymptomatic, no interventions provided, no mention of debris or wear) deep venous thrombosis (treated by oral anti-coagulants).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null.. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.